Event description:
During procedure to place stent, while attempting to cross the ostial lesion of a vein graft, the stent slipped off the delivery system. Stent was stuck in the ostium of the vein graft. Several attempts to snare it were unsuccessful. Finally stented up against the wall of the native artery, through the graft. Pt's prognosis good.